Event description:
It was reported to philips that the system was not booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was not booting. A review of the system logfile confirmed the malfunctioning of geo-pc. Upon troubleshooting the rse found communication failure with geo pc. The fse visited onsite and upon functional testing, the fse confirmed that the geo pc need replacement. To resolve the reported issue, the fse replaced the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.